Event description:
It was reported that during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition. The physician noted the duration of the loss of pacing was unknown, but it returned and is working appropriately. There was a fault noted on the day of the procedure, the thresholds were noted to be high and the pace impedances for each lead dropped but remained within normal limits. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition. The physician noted the duration of the loss of pacing was unknown, but it returned and is working appropriately. There was a fault noted on the day of the procedure, the thresholds were noted to be high and the pace impedances for each lead dropped but remained within normal limits. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of brady pacing not delivered when required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition. The physician noted the duration of the loss of pacing was unknown, but it returned and is working appropriately. There was a fault noted on the day of the procedure, the thresholds were noted to be high and the pace impedances for each lead dropped but remained within normal limits. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition. The physician noted the duration of the loss of pacing was unknown, but it returned and is working appropriately. There was a fault noted on the day of the procedure, the thresholds were noted to be high and the pace impedances for each lead dropped but remained within normal limits. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction fields: h6: device codes.